Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a speaker failure. The rse determined that the (453564776971 mx_750/850 & ad_75/85 loudspeaker assy) needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker to resolve the issue. A good faith effort (gfe) obtain was made to receive additional information (whether there was still sound coming from the device or if an inop error was displayed), but no response was received. The customer was provided a replacement speaker to resolve the issue.

Event description:
It was reported that the loudspeaker was defective. It is unknow if the device was in use at time of the event. There was no report of patient or user harm.

Event description:
It was reported that the loudspeaker was defective. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.